Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted six days post implant after it was found to have been inadvertently implanted into the left ventricle. An echocardiogram confirmed that the lead went through the forman ovale of the atrium to the left atrium and down into the left ventricle. The lead was explanted and replaced with a new lead under the guidance of a boston scientific field representative.